Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Additionally, it was reported that intermittently minimum fill notifications occurred after filling cartridges with 150 units of insulin across multiple cartridges. Reportedly, customer loaded a new cartridge to resolve the issue and resume insulin delivery. Customer's blood glucose level was approximately 412 mg/dl.